Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a preclose technique, via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide suture broke inside the artery. The suture of another proglide was preplaced successfully. The sheath was upsized to 18fr. The tavi procedure was completed. Hemostasis was achieved using successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.